Event description:
It was reported that the flow rate was too fast. Pump infused in 13.5 hours. Fill volume was unknown. Adverse clinical effects noted were nausea and abdominal pain.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident is expected; however, was not received for evaluation and investigation at the time of the report. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.